Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that multiple cartridge alarms occurred during the load sequence. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.